Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were non-functional. Upon evaluation, the rear response button cable was cut. The cause of the non-functional response buttons is the damaged cable. The root cause of the damaged cable cannot be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
09/30/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that the response buttons were non-functional.